Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of perforation and hypertension as listed in the mitraclip g4 system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Based on the available information, a cause for the reported perforation could not be determined. The reported hypertension was due to reported perforation. The reported unexpected medical intervention was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
(B)(4). This is filed for atrial septal defect requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted and the mr was reduced to grade 1. Post procedure, the patient's pulmonary hypertension worsened and a left to right shunt was noted at the transseptal puncture site. An atrial septal defect (asd) closure device was placed as treatment. The event resolved on (B)(6) 2021. No additional information was provided.